Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt decompensated and required chest compressions. It was noted that after chest compressions, the pump parameters were different than what they were prior to the chest compressions. The pt was subsequently diagnosed with thrombus in the pump, and the hosp staff decided to exchange the pump. The lvad was exchanged with a new lvad, and the pt remains ongoing.